Event description:
A consumer via a manufacturer representative reported the battery becomes hot when around keyless entry cars, when the cars are parked and not in use. No factors noted to have contributed or led to the event, which occurred during normal use. Impedances were checked and found to be all normal. A battery revision was being proposed with surgical intervention noted as planned. The issue was noted as not resolved at the time of the report. The consumer was implanted due to crps presenting in left lower arm.

Event description:
Additional information received from the representative reported the device had not yet been replaced, as the consumer was on holidays (approximately a few weeks time). Cause and outcome are unknown at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the device had not yet been replaced and the date was to be announced. It was noted that once the battery was swapped out, the cause would be known and the device would be returned for analysis. Stimulation was still fine.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device was functionally okay with insignificant anomalies.

Event description:
Additional information was received from patient, it was reported through a manufacturer representative that she ¿could sense which cars in a 100 meters were remote controlled.¿ it was further reported the patient ¿could pick up a charge¿ and that she ¿didn¿t appreciate the buzzing.¿ it was noted the patient¿s alleged issue ¿did not result in serious injury¿ and was ¿nothing severe,¿ however the patient¿s healthcare professional (hcp) had elected to replace the patient¿s implantable neurostimulator (ins) due to the issue. It was noted the patient was ¿extremely satisfied with her current settings.¿ the ins was replaced as a result of the event and the issue was resolved. Please note that additional review of manufacturer records found that information regarding this event has also been reported under manufacturer report #3004209178-2016-15249. All further event information received regarding this event will be filed as part of this regulatory report chain and not under report #3004209178-2016-15249.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.